Event description:
A report was received stating that 'while turning the flap during a craniotomy, the router drill bit broke. The broken piece remained within the router assembly. The patient was not harmed." On follow-up, it was confirmed that there was no patient impact as the broken piece was retained in the attachment.

Manufacturer narrative:
Report confirmed. Evaluation of the device determined that the breakage occurred in the fluted portion of the dissecting tool. This type of breakage is indicative of applying an excessive bending movement on the tool during use. On follow-up it was confirmed that there was no patient impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.